Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).